Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the buttons has to double press to get a response and also became sticky. The customer's blood glucose value was unknown. The insulin pump had unexplained no delivery alarms and battery life was lasting less than a week even when changed with fresh new batteries. The back of insulin pump kicks down. The insulin pump will not be returned for analysis.